Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fibromyalgia ("autoimmune/ fibro") and premature menopause ("early menopause"). The patient was treated with surgery (hysterectomy (full), oophorectomy). Essure was removed. At the time of the report, the medical device removal, fibromyalgia and premature menopause outcome was unknown. The reporter considered fibromyalgia, medical device removal and premature menopause to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: essure device removal, fibro, early menopause. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fibromyalgia ("autoimmune/ fibro") and premature menopause ("early menopause"). The patient was treated with surgery (hysterectomy (full), oophorectomy). Essure was removed. At the time of the report, the medical device removal, fibromyalgia and premature menopause outcome was unknown. The reporter considered fibromyalgia, medical device removal and premature menopause to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: essure device removal, fibro, early menopause. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.